Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2020, the patient developed persistent ventricular arrhythmia. Due to arrhythmia, the patient was readmitted on (B)(6) 2020. The patient was discharged on (B)(6) 2020. The relationship between arrhythmia and this product was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of ventricular arrhythmia could not be conclusively determined through this evaluation. Review of the submitted log files appeared to show the pump operating as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, the IFU lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.